Event description:
Customer reported that while using her omnipod insulin pump in conjunction with adc test strips involved in the recent recall, she had been getting low readings over the last two months. Customer further reported as an example, a reading of 33 mg/dl she received two days prior to her call, which was lower than she felt. It was further reported she experienced "sweating and blurry vision" and noted she was "thirsty, felt low, was shaky and nauseous". Customer self-presented to her healthcare provider. Customer was diagnosed with hyperglycemia and received the following treatment: her insulin dose was decreased, but the insulin was changed to u-500 insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.